Manufacturer narrative:
This report is based on information provided by the philips fields service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device required a shock energy detection check. The fse evaluated the device onsite and determined there was no device malfunction, the energy value of the test results are within the specification. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator exhibited a shock energy detection issue. Additional information has been requested. There was no reported patient involvement.